Event description:
When the or team was attempting to start up the davinci 5 surgical robot in preparation for a case, the machine gave a "system error" that stated "potential issue detected" with an attached error code of 41107. Another screen stated "data communication problem. Restarting device may resolve the issue" the machine was restarted and continued to give the same error code and not progress any further. We were told by the manufacturer that it is a circuit board, and they will be replacing it by the end of the day today, [date redacted]. Manufacturer response for system, surgical, computer controlled instrument, davinci 5 (per site reporter): when we reached out to them, they were quick to respond and sent a technician from [redacted] to replace the board that was giving the error code.